Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hypersensitivity is listed in the xience alpine, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 3.00 x 23 mm xience alpine stent was implanted on (B)(6) 2017. After an unknown period of time, the patient presented to an allergy clinic with possible symptoms of an allergic reaction/ rash. It is not known if the allergic reaction/ rash is related to the implanted stent. No treatment or intervention has been performed at this time. No additional information was provided.